Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 125 ohms and high pacing threshold measurements. Oversensing of noise causing inappropriate anti-tachycardia pacing and shocks were also noted. Surgical intervention was performed and the rv lead was taken out of service and replaced. No additional adverse patient effects were reported.